Event description:
The manufacturer received information alleging device has not passed the tests at the active exhalation verification point. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging device has not passed the tests at the active exhalation verification point. There was no harm or injury reported. Manufacturer field service engineer (fse) repaired device by replacing the proportional valve and the three-way solenoid valve to address the issue. Additionally, the display board was replaced. No other issue information was provided concerning another reported or found issue.